Manufacturer narrative:
Customer originally reported, "defect valve, he had to use another valve before implanting." Upon opening of package for evaluation on (B)(6). A note was found from the facility stating, "upon [insertion?] Of the tube, the pressure in the anterior chamber could not be maintained at a [normal?] Level. We concluded that the valve mechanism [used?] To be defective. We exchanged the gdd for another one and the problem was solved." The IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures.

Event description:
Customer originally reported, "defect valve, he had to use another valve before implanting." Upon opening of package for evaluation on (B)(6). A note was found from the facility stating, "upon [insertion?] Of the tube, the pressure in the anterior chamber could not be maintained at a [normal?] Level. We concluded that the valve mechanism [used?] To be defective. We exchanged the gdd for another one and the problem was solved."